Event description:
It was reported that the customer experienced a blank display despite changing the battery three to four times. The customer stated that the insulin pump would not turn on. The customer's blood glucose was 240 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, but the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.